Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Updated fields: h2, h3, h4, h6 and h11. Corrected field: d9, e1 (address 1 and phone number). The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject camera head is not recognized by the processor when connected. The test card remained there permanently. There was no patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is currently in process. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject camera head is not recognized by the processor when connected. The test card remained there permanently. There was no harm or injury reported.